Manufacturer narrative:
The following other devices were added to this report after initial report was submitted: triathlon ps fem comp #7r-cem; cat# 5515-f-702; lot# efcsm; triathlon asymmetric x3 patella; cat#, 5551-g-401, lot# rk22 tri ts baseplate size 6, sho; cat# 5521-b-600; lot# gguw; simplex p - us full dose 10-pk; cat# 6191-1-010; lot# rfu089. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An event regarding pain and clicking involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned; it remains implanted. Medical records received and evaluation: medical review indicated: the clicking described by the patient may relate to impingement of the ps tibial post or patellar subluxation. This is not clarified in the office visit of (B)(6) 2015. There is no evidence this clinical situation is the result of factors of faulty component design, manufacturing or materials. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event regarding pain and clicking could not be determined from on the information provided. Medical review indicates that the clicking described by the patient may relate to impingement of the ps tibial post or patellar subluxation however this is not clarified in the information provided. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(4), internal stryker employee was notified by brother of an issue with his stryker knee. Approximately 1 year ago, patient had stryker knee implanted. After surgery, the patient reported pain and clicking noise. Patient has 1 year follow up with physician today. Reported pain and clicking in knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
(B)(6)., internal stryker employee was notified by brother of an issue with his stryker knee. Approximately 1 year ago, patient had stryker knee implanted. After surgery, the patient reported pain and clicking noise. Patient has 1 year follow up with physician today. Reported pain and clicking in knee.